Manufacturer narrative:
The majority of the exposed portion of the soft cannula is not present on the returned device. The cannula was found to measure .67 inches in length. It cannot be determined when or how this damage occurred. The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. Data downloaded from the device indicates it ran for 495 pulses, delivered multiple boluses, and maintained a steady basal rate. The device was found to function as intended. The received device had the cannula assembly fully deployed. Inspection of the needle mechanism found no issues that would result in the cannula inserting improperly. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported hyperglycemia and needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy after wearing the pod between 1 and 4 hours, indicating a needle mechanism failure. The patient's blood glucose levels were affected reaching up to 27 mmol/l (486 mg/dl).